Event description:
It was reported that following device implant pt developed infection. It was stated that the infection was caused by the spinal fluid leak and the pump was explanted. The current status of the pt was unk.

Manufacturer narrative:
(B)(4).